Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 504 mg/dl. The customer administered a corrective injection via multiple daily injections (mdi).